Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was confirmed with the evaluation of the returned system controller (serial # (B)(6). The device was tested with laboratory equipment and the driveline fault alarm was able to be reproduced. Similar events of driveline fault alarms have been identified and was addressed by implementing a correction action. The returned system controller was manufactured prior to the full implementation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has had multiple driveline fault alarms upon interrogation. A log file review was requested. During the analysis of the log technical services observed driveline fault alarms starting on (B)(6) 2020. Technical services recommended swapping out the patient¿s controller when it is safe to do so as per the IFU. Technical services requested that with the new controller attached perform 25 power cable disconnects with either the black or white controller power lead. Once this is complete technical services requested to please email the new log file to (B)(6), so the driveline data from the 2 log files can be compared. On (B)(6) 2020 at 12:26 at the end of the log file, it appears the controller may have been replaced, due to the driveline disconnects noted in file. Technical services would like confirmation if the disconnects were intentional or if the controller was replaced. In addition, our records indicate the patient had a driveline repair on (B)(6) 2017. It was reported that the patient did change his controller. The vad coordinator was not able to perform the 25 power cable disconnects with either the black or white controller power lead before the patient exited the clinic. This will be done when the patient returns to the clinic within a month. In summary, multiple driveline faults were noted upon interrogation. The controller was exchanged and replaced.